Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. Photos show eclipse signal needle with safety shield activated, but no evidence of blood splatter. Conclusion: unconfirmed complaint. Bd was unable to confirm the customer¿s indicated failure mode due to a lack of objective evidence. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that when the safety shield was activated on a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood splattered back into users face. Suspected blood from tube and not from vein. No injury or medical intervention reported.

Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.